Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board is out of the standard. Based on the results of the investigation, it is likely the the adjustment value in printed circuit board is out of the standard which caused the pressure control function not working properly. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the the pressure on the high flow insufflation unit should normally show 0, but now it showed 1. There were no reports of patient harm. The issue occurred during the preparation for use.